Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for mixed product with the incident lot could not be confirmed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos provided, the customer¿s indicated failure mode for mixed product with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® cat plus blood collection tubes the product ordered was not what was shipped in the package. The package identified as the correct item on the packaging outside, however upon opening the product it is incorrect. The following information was provided by the initial reporter: I have received a complaint from a customer regarding item 12396929 / -- tube blood plain / plus plastic hemogard closure colour code red 13 x 75mm 4ml vacutainer, 100/cs, tube blood plain / plus. This is identified as the correct item on the packaging however upon opening the product it is incorrect.